Event description:
Caller alleged discrepant results compared with the lab. No lab readings provided by the caller. Pt is in the ICU due to blood entering her lungs.

Manufacturer narrative:
Caller didn't provide lab readings for determination of confidence limits. No conclusion can be drawn. Returned products will be investigated.